Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown part/plate/screw/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. It was reported the tip of a drill bit broke during surgery. Post-operatively, x-ray confirmed the tip was imbedded in the patient's bone. There are no plans to remove the retained fragment. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. Maude: (B)(4) reported this complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information received indicates that the reported device was part number km166-310-25. This is not a synthes device and therefore we do not have reporting responsibility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information received indicates that the reported device was part number km166-310-25. This is not a synthes device and therefore we do not have reporting responsibility.